Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and eight months post filter deployment, computerized tomography (CT) revealed that an infra renal filter with an extraluminal extension of 2 of the struts had eroded through and posterior to abdominal aorta crossed the midline with distal ends along with the anterior left aspect of vertebral body. Around five months later, the patient presented with back pain. Subsequently, another computer tomography (CT) was taken and unchanged to the previous scan. The patient had chronic abdominal pain 2/2 to inferior vena cava struts eroding through the wall of the inferior vena cava. Eventually, fifteen days later, the patient presented for filter retrieval. The filter was removed successfully without any complication. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava. The device was removed. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.